Event description:
It was reported that the patient experienced a small effusion one day post implant and was hospitalized for observation. The physician suspected that this was caused by a dislodgement of the right ventricular (rv) lead, however, further information obtained indicated that there was no malfunction of the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.